Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that a broken wire was observed on the mega suturecut needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was frayed. The drive cable was frayed. One grip close cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.